Manufacturer narrative:
Results: there are no visible defects in the returned tubing set. The tubing set was connected to an example canister and pump and tested for vacuum integrity. With only the canister connected and blocked off the system measured -27.0 in-hg of vacuum. With the aspiration tubing set connected and the switch in the off position a vacuum of -27.0 in hg was measured. With the switch open and the lure fitting at the distal end blocked the vacuum again measured -27.0 in hg. There is no leak in the tubing set. With the switch open and the pump on, the distal end of the tubing set was submerged in water and flow was noted through the tubing. The tubing set is fully functional. Conclusion: the failure to flow noted in the complaint could not be duplicated. It is possible that since the tubing set contains multiple lure connections which were disconnected and reconnected during decontamination, the most proximal connection in the set was not firmly seated and was leaking during the case. If this was the true, then the clot in the tubing could just have been blood pushed into the tubing and switch body by arterial pressure and not drawn in by vacuum pressure. Ultimately, it is likely that the failure observed during the case was due to an incomplete connection in the tubing assembly and not a failure of the device. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
On (B)(6) 2012, the patient was undergoing treatment for cerebral infarction. The physician attempted asipiration of blood clot occluded in the aca (a1) (m2 was also clogged but reopened through natural process). The physician turned the pump on but blood being aspirated stopped at the on/off slider part. Only air was seen aspirated from the slider part to the canister. The physician used another pst1 and confirmed blood being aspirated. However, catheters dropped off from the direction the physician intended and he could not advance them upward again. The physician finished the procedure due to high risk of dissection that forcible movement of the catheter might cause. The distal a1 vessel was not opened (tici: 0). Although the y connection had been tightened properly, only air was aspirated. The presence of crack on the tubing is in question since blood flowed intermittently after exchanging pst1 to the new one. The canister was giving off a sound of aspirating air. There was no problem on connection and pressure.